Event description:
Pt had an episode of left knee buckling and has felt something shifting in her knee since then. She was admitted to the hosp for a revision left knee-femoral & tibial components were placed.